Event description:
It was reported that the radiofrequency programmer head lost telemetry. The programmer head was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed intermittent telemetry, when the cable was moved and it was noted that the cable was cut and it was therefore replaced. It was further noted that the label was missing its laminate and the label was therefore replaced. (B)(4).